Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. As a result a revision procedure was performed and this lead was explanted and successfully replaced. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this report will be reopened and updated as necessary.